Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display on insulin pump. The customer's blood glucose was 300 mg/dl and treated with manual injections. The customer declined to troubleshoot for high blood glucose. Advised customer to insert a new battery as soon as possible, if display did not return revert to a back up plan. The insulin pump will not be returned for analysis.